Event description:
In a complaint in litigation, it was reported that in july 2002, pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. The complaint alleges that, shortly following the pt's surgery, "she developed extreme pain, swelling and other serious injuries." The complaint also alleges that the pt "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life.. And an impaired ability to bear children." Update: additional information provided 09/2005 noted that according to the pt, the following is alleged to have occurred: belly swelling present, meckels diverticulous removed 04/2004, and adhesions (found in second surgery, 04/2004).

Event description:
In a complaint in litigation, in 2002, patient underwent abdominal surgery and gynecare intergel was spread throughout patient's abdomen. The complaint alleges that, shortly following the patient's surgery, "patient developed extreme pain, swelling and other serious injuries." The complaint also alleges that the patient "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life...and an impaired ability to bear children."